Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. No disposable, high pressure, pump turned off, power down and pump turned on messages after pump starting were found in the pump's event history logs. Visual and functional testing were performed. Found user induced fluid ingression on pump by the chassis base of the downstream occlusion sensor which caused the reported issue. Actions/repairs were done to correct the reported problem: the downstream occlusion sensor was replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited double beep with cassette. No adverse effects were reported.